Event description:
The doctor reports that two weeks after the implants were placed in tooth site #6 and #7 the patient presented with clinical swelling and radiographic bone loss. The doctor flapped the area and determined that the implants were mobile.

Manufacturer narrative:
Device evaluation anticipated not yet begun.

Manufacturer narrative:
The xifnt411 osseotite® tapered certain® implant 4 x 11.5mm was not returned. The DHR from lot 2014070785 has been reviewed and no non-conformity related to this issue was found. Irradiation certificate has been reviewed and no non-conformities were found. No deviations were identified through the investigation performed that may have contributed with the ni/li plus infection and bone loss. A technical root cause cannot be determined.